Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review -partial therapy/no charge delivered. Truncated therapy may be due to the short circuit protection feature. Correction of the short circuit will restore full function. See tech services comment attached.

Event description:
It was reported that the patient had an event of rapid atrial fibrillation. The device delivered anti-tachycardia pacing followed by shocks. The first shock showed delivering therapy at 0.3 joules out of 20 joules programmed and the second showed delivering therapy at 0.0 joules out of 35 joules programmed. The patient recently had ablation for atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.